Event description:
It was reported that the customer was hospitalized due to low blood glucose levels. The customer was unaware of any significant events leading to the hospitalization. The customer's blood glucose at the time of admission was 38 mg/dl. The customer was also unaware of possible causes of the low blood glucose levels. The customer was not experiencing low blood glucose levels at the time of call, and thus no troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.